Event description:
After reading literature regarding breast reconstruction following surgery for a modified radical mastectomy on the left breast to remove a malignancy, and a simple mastectomy on the right breast to prevent, or cut down, the chances of a malignancy on that side, rptr opted to have the breast implants inserted at the time of those surgeries. While recuperating at home she pulled a stitch loose and it became infected. With the foreign body (breast implant) there, the infection would not clear up, so her oncologist/surgeon recommended that it be removed. (This was on the left side) and her plastic surgeon removed it during out-pt surgery. She still has the implant on her right side and has had no problems. The "bad press" regarding silicone implants has been of concern to her, and the tv report showing a hole in an implant really "got her attention." Because she has had yearly mammograms, she was concerned about rupture and leakage of the implant. Her oncologist scheduled an ultrasound test, in which no leakage showed up. Rather than be apprehensive about what could happen, she would like to have the remaining implant removed.